Manufacturer narrative:
(B)(4). (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13a15043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting, after drainage issues, a needle was used to test a minicap extended life pd transfer set. It is unknown if the transfer set was attached to the patient at the time of the event. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.